Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) with a carto® 3 system. A map shift occurred with no error message, no patient movement and no cardioversion. It was reported that a map shift occurred on the carto 3 system, noticed toward the end of the procedure. There was no system alert notifying the user of a shift, only that the duodeca catheter icon and the acquired visitags appeared higher than where the catheter was located. The shift was likely less than 4mm, that could be why there was no alert. Since it was not noticed until the end of the case, the same map was used to complete the procedure. It was possible that the location pad was struck by the fluoroscopy system image intensifier during the procedure, but no metal was introduced into the field. The investigation was completed on 07-dec-2021. It was confirmed that reported issue was investigated by the device manufacturer. The data related to reported issue was provided to the device manufacturer. It was found that the reported map shift was a result of patient movement during the procedure. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. A manufacturing record evaluation was performed for the system #14639, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that an unknown patient underwent an atrial flutter right (r-afl) with a carto® 3 system. A map shift occurred with no error message, no patient movement and no cardioversion. It was reported that a map shift occurred on the carto 3 system, noticed toward the end of the procedure. There was no system alert notifying the user of a shift, only that the duodeca catheter icon and the acquired visitags appeared higher than where the catheter was located. The shift was likely less than 4mm, that could be why there was no alert. Since it was not noticed until the end of the case, the same map was used to complete the procedure. It was possible that the location pad was struck by the flouroscopy system image intensifier during the procedure, but no metal was introduced into the field. The system did not provide an error. The map shift was discovered because the catheters were seen in a higher position than the catheter snapshots and then when the location pad was pulled up, the patches indicated there was a shift. The issue was seen during ablating on the cti line. The patient did not move during the case. The patient was not cardioverted. The map shift with no error message, no patient movement and no cardioversion was assessed as an MDR reportable malfunction.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).